Manufacturer narrative:
The valve was explanted subsequent to the patient presenting with shortness of breath and high gradient. Morphological and histopathological examination found tears in leaflets 1 and 2. All three leaflets were fibrotically thickened, leaflets 1 and 3 contained calcifications and there was circumferential fibrous pannus ingrowth on both the inflow and outflow surfaces of the valve. This pannus was predominantly on leaflet 1. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The device history record was reviewed and demonstrated that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however the pannus and calcification seen upon examination reduced the mobility of the leaflets. Information from the field indicated the user "had difficulties separating the valve from the native annulus," which is consistent with the pannus seen predominantly on one side of the valve. The valve had been implanted for more than 7 years.

Event description:
On (B)(6) 2011, a 19mm trifecta valve was implanted. Seven years post-implant, the patient present with shortness of breath and high gradient, 80mmhg. On (B)(6) 2018, the valve was explanted and replaced with a 19mm edwards magna ease valve. The user had difficulties separating the valve from the native annulus, and upon explant, calcification was observed on all three cusps. The patient was reported to have died due to a rhythm issue; however the date of death was not provided or able to be obtained from the user. (Clinical study patient ID: (B)(6).

Event description:
On (B)(6) 2011, a 19mm trifecta valve was implanted. Seven years post-implant, the patient present with shortness of breath and high gradient, 80mmhg. On (B)(6) 2018, the valve was explanted and replaced with a 19mm edwards magna ease valve. The user had difficulties separating the valve from the native annulus, and upon explant, calcification was observed on all three cusps. The patient is reported to be in intensive care. (Clinical study patient ID: (B)(6)).